Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for an unspecified out of range pacing impedance measurement for the pacemaker and another manufacturer's right ventricular (rv) lead. Two weeks later the patient was brought into the clinic and the rv impedance measurements were within normal limits. Two additional remote interrogations were performed two additional weeks later that showed within range normal rv pacing impedance measurements. At this time the physician has opted to continue to monitor the patient. The pacemaker and another manufacturer's rv lead remain in service and no adverse patient effects were reported.